Manufacturer narrative:
(B)(6).

Event description:
It was reported that before the procedure, it was noticed that the device does not work without the footswitch. A competitive device was available to complete the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.